Event description:
A malfunction was reported involving a momentary power loss to the vibrator motor, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and contact technical support if the issue reappears.